Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from (B)(6) regarding an event that was submitted by the user facility to the (B)(6). There was no information on patient involvement. A report was received from (B)(6) which states, "post-cardiac arrest patient who required immediate amiodarone infusion/drip was mixed and pump was programmed as we were hooking up the drip. The pump said improper shutdown all data will be erased. The pump then turned itself off, we had to scramble to get another pump programmed and drip started which delayed the patient¿s treatment. This is a life-saving medication and presented the potential of the patient going back into v-fib rhythm."